Manufacturer narrative:
The screws remain implanted, therefore no product evaluation is able to be conducted. The device history records are unable to be reviewed as the part and lot numbers are unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 3004485144-2015-00121.

Event description:
The sales associate reported during a t3-l3 fusion surgery the tip of the inserter broke off and stayed in the screw head. The surgeon implanted four (4) screws and was performing final tightening on the screws. The first screw broke completely at the tulip head and sheared off one side of the tulip. The other screws kept splaying preventing final torque application. The screws remain implanted. The case was delayed forty (40) minutes.